Manufacturer narrative:
A ge service representative performed an onsite investigation. The connection issue related to the system interface pcb was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system had a frame sync error and would not boot up after the in house biomed attempted to repair the system for an image quality issue. The fse determined the cause of the problem to be there was a pulled out wire in a connector running to the system interface board (caused by the biomed's repair). The fse reseated the wire back into connector then verified the system would boot properly. The customer declined further ge fse repairs to the system. The fse returned the system to the customer biomed (to continue the image quality repairs in house). The customer may choose to maintain and calibrate the c-arm system themselves or use a third party repair service. The system is highly complex with numerous adjustments to meet different regulatory standards as well as customer preference. In maintaining these systems, the customer or third party may accidentally leave the system in a state other than fully functional by misadjusting the system, installing incorrect/ incompatible/ malfunctioning components, accidentally disconnecting wires/ connections, or failing to complete a procedure. This complaint does not represent a malfunction because the issue was due to a use error.